Manufacturer narrative:
The two (2) actual samples were received for evaluation. A visual inspection, under a microscope, was performed which revealed a reddish colored particulate matter (pm) in the needle syringe of both samples. The pm was of similar color, texture and shape as the missing segment from the calcium chloride vial stopper puncture site. The presence of pm was verified. The exact cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A retention sample was analyzed and no pm was observed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation particulate matter was identified in the needles of two (2) floseal devices. The samples were sent due to issues noted during set-up in the hospital. There was no patient involvement. No additional information is available.